Event description:
The facility representative reported an infuso.r. Pump with a condition of "will not infuse." This condition occurred upon power up in the surgery department. There was no report of patient involvement. There was no patient/user injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "will not infuse" was confirmed during device evaluation since the device was found to have a faulty microprocessor unit board and also found with the gear box separated from the motor. However, a definitive root cause was not identified and no repairs were performed as this device was returned unrepaired due to customer refusal of the cost of repair estimate.